Event description:
Drug/diluent: 5fu, fill volume: unknown, flow rate: unknown, procedure: unknown; cathplace: unknown. It was reported that the pt had no infusion. No adverse event occurred. Start date of infusion: (B)(6) 2011. End date of infusion: (B)(6) 2011. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: actual pump used was received from the end user for inspection and evaluation. Results: evaluation of the returned unit confirmed the customer complaint of 'no infusion'. Conclusions: evaluation of the returned unit confirmed the customer complaint of 'no infusion'. The cause of the condition was attributed to crystallized medication in the device fluid path.